Event description:
Customer reportedly received the following results on the aviva system within 10 minutes: 51 mg/dl and 130 mg/dl. No death or serious injury reported. Strips have been discarded; requested return of alleged meter and replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent a report to the FDA. Device was discarded.